Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging wires in the cable. Additionally, the trunk cable connector pin was bent. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.